Event description:
It was reported that during an angioplasty procedure, the distal end of this device looped over on itself in the distal right coronary artery. Upon withdrawal, the distal end of the guidewire fractured and the wire tip was embolized into the rca upon the next contrast injection. The pt status has been reported as no known complications.